Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. X-ray and motion batteries were replaced. A system checkout was performed after replacing batteries. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have been not received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of a procedure the imaging system would not hold charge for very long. After detaching mobile view station (mvs) the system would hold charge for less than a minute. Site keeps it plugged in all the time. There was no patient present at the time of the issue.